Event description:
Customer reported difficulties saving and recalling images, missing images, and system lock up while saving images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and downloaded saved exams and defragmented the hard drive. System operates as intended.